Manufacturer narrative:
Product analysis: visual and functional inspection shows that the inner shaft does not move when the locking lever is moved. The "c" clip that connects the adjusting mechanism to the shaft appears to have come out. The inner shaft has become unthreaded and will no longer thread back in. It is possible to overload the clip if making tension adjustments while the rod is in place. It appears that the clip may have been overloaded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior vertebral body replacement and posterior percutaneous pedicle screw fixation due to "l" tumor. Intra-op, the retaining ring of the percutaneous rod inserter came off; and the rod inserter clamp had been pulled out. The product came in contact with the patient. No fragment of the broken rod inserter remained inside the patient. It is unknown if there were any patient complications or not.